Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported intermittently that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level. A pump reset was performed to address the event; however, the issue persisted. Reportedly, a replacement pump was sent to the customer and the customer continued to use pump for insulin therapy.